Manufacturer narrative:
The technician found the brake casters were not holding when set in brake and swapped the rental bed with a different bed. The technician brought the rental unit back to the warehouse. The need for the bed to be repaired is driven by customer orders. As of now, there is sufficient stock of this type of bed and the hill-rom technician is not sure of when the bed will be repaired. No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).